Event description:
A malfunction alarm was reported, identified by the code malf [3-0x2076]. There was no adverse impact on the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup insulin delivery method. Tandem technical support confirmed the shipping address, instructed the caller on how to put the pump into storage mode, and arranged for the pump to be replaced and the defective unit to be returned within ten days.